Event description:
A talent thoracic stent graft system was implanted in the patient for a thoracic aortic aneurysm. It was reported that during the intervention bleeding complications were noted. The patient was treated with blood transfusion. Investigator indicated not related to the study device, however, related to the study procedure. Patient recovered with treatment. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).